Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an acute type-b thoracic aortic dissection and aneurysm enlargement using two gore® tag® thoracic endoprostheses ((B)(4)). During the procedure, left subclavian artery-left common carotid artery bypass and left subclavian artery coiling were performed. The patient tolerated the procedure. When the patient returned to ICU, paraplegia was found. Cerebrospinal fluid drainage were treated and blood pressure increased. The paraplegia was improved, but it is unknown if the paraplegia is fully resolved. No further information was obtained.

Manufacturer narrative:
Additional device involved in this event - tgu262620j/11495905. Lot/serial:(B)(4) = UDI: (B)(4).